Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018 and the patient was reimplanted on the contralateral side.

Manufacturer narrative:
Patient and device details unavailable at the time of this report. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at abutment site and was subsequently treated with an oral antibiotic for 14 days and a topical antibiotic (date and duration not reported). Clinical management of the patient is on-going.